Event description:
A surgeon reported that following an intraocular lens (iol) implant surgery, a patient reported seeing halos at night causing her to feel unsafe when driving. The patient also reported that she needs to wear sunglasses "all the time" due to glare. The surgeon indicated that the lens is slightly decentered. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. Additional information has been requested. A completed questionnaire has not been received. (B)(4).